Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 9mm x 4cm balloon. A partial circumferential shaft break was noted at the proximal butt joint. However the polyimide is intact. The edges of the break were examined under magnification (20x) and the edges of the break were jagged. No ruptures could be identified on the balloon. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.35¿ guidewire, and it passed without issue. No further functional testing could be performed due to the break at the proximal balloon glue joint and the inverted balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was returned. Based on the condition of the returned sample, the investigation is confirmed for a break at the proximal glue joint and retraction issues. Although no ruptures were identified, the investigation is inconclusive for material rupture as functional testing could not be performed. The investigation is also inconclusive for deflation issues and retraction issues, as functional testing could not be performed. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein of the right arm, an alleged pinhole ruptured occurred. Reportedly, the health care provider had difficulty deflating the balloon because of the rupture. During retraction through the 6fr sheath, the balloon material started to detach from the catheter shaft. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.